Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Reportedly, the customer went to the emergency room, was subsequently admitted to the hospital¿s intensive care unit (ICU) due to an elevated bg level of 500-600 mg/dl due to the occlusion. Reportedly, customer attempted to self-treat via bolus via the pump; however was treated intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital on (B)(6) 2022 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
Device not returned.